Manufacturer narrative:
The device was returned in a manner unsuitable for investigation. The initial reporter placed an expired implant.

Event description:
The clinician reported that over 2.5 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. There were no reported patient complications.